Event description:
It was reported that during a biopsy procedure through normal density tissue, the needle and the trocar in the kit allegedly had the same diameter as the biopsy needle itself. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: a voluntary recall has been initiated for bard marquee disposable core biopsy instrument kit which are product catalog/lot number specific. Bd has identified a diameter mismatch between the coaxial and the biopsy needle (cutting cannula) in bard® marquee® disposable core biopsy instrument kits, where the coaxial cannula inner diameter prohibits the biopsy needle (cutting cannula) from properly fitting into the coaxial cannula and accessing the target tissue. The external diameter of the biopsy needle (cutting cannula) is larger than the internal diameter of the coaxial cannula, which will result in a failure of the biopsy needle (cutting cannula) to insert or advance through the coaxial cannula. If the incompatibility is noted prior to use, no patient impact is expected; a replacement device could be obtained during preparation, if available. If the coaxial cannula is deployed prior to detection, the procedure may need to be repeated with the potential for procedural complications to occur (e.g., pain/discomfort, pneumothorax, and bleeding). To date there has been one adverse event reported (MFR report # 2020394-2023-00411) with a serious injury reported. As result of the field action, this event is being reported as a malfunction reportable event. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 07/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.